Event description:
It was reported that during the pre-use check, the cuff was inflated in an unusual way. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Two (2) product samples and two (2) photos were received for evaluation. Visual and functional testing were performed. Visual inspection found no defects in the photos and no defects in the samples. Functional testing found occlusion was detected in one sample due to an excess solvent and unusual inflation was observed due the occlusion. The root cause of the reported issue was found to be manufacturing. Awareness notification was made to production personnel to explain the importance to adherence or following in the procedure ?inflation line sub-assembly?, by quality engineer on 23/may/2022.